Event description:
It was reported that on the rv lead impedance and pacing threshold were gradually increasing. On (B)(6) 2022, the lead was capped and replaced without complications. The were no patient, consequences.